Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, a resolute onyx drug-eluting stent was implanted in the circumflex. Approximately 11 months post procedure, patient expired due to sudden cardiac death. The investigator and sponsor assessed event as not related to device or anti-platelet medications.